Manufacturer narrative:
The investigation of automated impella controller (aic) - controller error (yellow alarm) has been completed. The logs confirmed the reported failure mode given there was a controller error alarm. During the investigation the root cause was determined to be a software issue.

Manufacturer narrative:
The automated impella controller (aic) controller was received for evaluation. Upon investigation completion, a supplemental MDR will be filed.

Event description:
The user facility reported a male patient noted as high risk percutaneous cardiac insertion was implanted with an impella 5.5 device for mechanical circulatory support. The complainant reported that a patient on impella support experienced an automated impella controller (aic) error alarm occurred in the middle of the night. The alarm resolved within a few seconds and support with the device continued until the aic could be replaced roughly two days later. There was no harm to the patient as a result of this incident.

Manufacturer narrative:
D2 common device name revised on manufacturer device report 1220648-2023-05057 in accordance with updated procedures. G1 reporting contact email revised on manufacturer device report 1220648-2023-05057 in accordance with updated procedures.